Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad or stuck button alarm or unexpected battery power loss due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was submerged in water and was not working and also that the keypad was unresponsive. The customer's blood glucose level was unknown. The customer reported that the insulin pump got submerged in water, and had a alert on the screen but could not see it, the insulin pump beeped and eventually stopped and he changed the battery and now there was just a red light. The customer stated that the type of moisture exposed was water. The insulin pump will be returned for analysis.